Manufacturer narrative:
The customer was provided a replacement intellivue mx40 to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the intellivue mx40 802.11a/b/g failed to alarm audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that they were unable to test the speaker in the unit but the speaker produced audible sound in the mt56060 tool. The device was confirmed to be operating per specifications and no failure was identified. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction at the time of the event, so the device has been replaced per current process. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.